Manufacturer narrative:
This ipg serial number was included in a field correction and field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-24050. It was reported the pt's scs ipg was explanted because of discomfort at the ipg site with the stimulation on or off. The physician decided to leave the scs lead implanted and only the ipg was removed. The pt also reported her stimulation was ineffective and not longer in the correct pain area; reprogramming did not resolve the issue. Additionally, the pt indicated she may elect to be implanted with a new ipg in the future.